Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. Additional information was requested and the following was obtained: response from the affiliate: did loose plastic tip of device fall off into patient? No. If so, was component retrieved from patient? N/a. Was there any change to procedure or post-op patient care? No. The analysis results showed that one ems device was returned with the nose open as the nose weld was noted to be insufficient, no functional test could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure there were jammed staples and the plastic tip was loose. No further information is available. Procedure was completed with same like device. No patient consequences reported.